Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the force bipolar instrument broke inside the patient. The instrument broke into three fragments. All the fragments could be found and were removed during the same procedure. The instrument won't be returned. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The surgical task that was being performed when the device fragment fell inside the patient was "retracting tissue". The surgeon had no idea what caused the instrument to break or caused the fragment falling issue. The instrument was in use for approximately 30-40 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragments fell but not during collision (there was any collision). The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument: the wrist was straightened; the surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not staff notice any damage to the cannula or any other damage to the instrument after the event occurred. The fragments were retrieved with another grasper using da vinci xi system. All fragments were retrieved: they saw that the instrument broke so they could find all the fragments. No additional surgical procedure was required to remove the fragments and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. It had not been received as of the date of this report. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: "it looks like the molded insulator is broken which resulted in the grip tip getting dislodged from the instrument."